Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose 9 times a day. She manages her diabetes with lantus insulin taken twice a day and also sliding-scale humalog insulin based on her meter readings. The patient indicated that the alleged meter issue started six days prior, at an unspecified time during the night. The patient had eaten dinner as usual that evening. Since the meter would not turn on that night, the patient skipped her bedtime dose of humalog and lantus insulins. About 2 hours after the alleged meter issue began, the patient claimed that she developed symptoms of shakiness and then lost consciousness. Her mother called the paramedics who arrived and took her to a hospital. The patient was hospitalized for 1 day for treatment of hypoglycemia. She did not know what blood glucose readings the paramedics or hospital obtained during the time of concern. She only remembered being given IV's (unknown contents). The patient informed the medical surveillance specialist (mss) that if she had been able to test at bedtime that night and gotten a relatively low meter reading, she would have eaten a snack to prevent the hypoglycemic event. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms of shakiness and then became unconscious 2 hours after the alleged meter stopped powering on.